Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a device replacement procedure, this right atrial (ra) lead had been exhibiting fluctuating impedances with one measurement less than 100 ohms. All other lead measurements were noted to be within normal range. During the procedure, it was noted that the physician felt that this lead was moving slightly in the atrial appendage. Impedance measurements during the procedure were noted to be 650 to 900 ohms. The lead was surgically abandoned and replaced. No adverse patient effects were reported.